Manufacturer narrative:
1. Customer tested negative using the ihealth covid-19 antigen rapid test, then tested positive at the emergency room the next day. 2. Type of test taken at the ER was not specified. 3. Lot number of test kits was not provided; manufacturer cannot effectively verify and confirm customer feedback.

Event description:
We tested negative using these tests and the next day at ER tested positive.